Manufacturer narrative:
Two new 011-mc100 microclave clear connectors were returned for investigation. There were no anomalies or damage observed with the two new 011-mc100 microclave clear connectors. No mating devices were returned to evaluate with the new 011-mc100 microclave clear connectors. Both of the new 011-mc100 microclave clear connectors were pressure leak tested . No leakage was observed either internally or externally when tested in the activated and unactivated positions. Both of the new 011-mc100 microclave clear connectors were pressure leak tested and no leakage was observed either internally or externally when tested in the activated and unactivated positions. The complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional information d9 product was received on 8/9/2023.

Manufacturer narrative:
The original device is not available to be returned for evaluation; however sister samples were indicated as available but have not yet been received.

Event description:
The product involved is a microclave clear connector. It was reported that when the nurse placed the valve on the peripheral catheter, he observed a leak at the level of the valve. The problem repeated 3 times with valves from the same lot. The problem did not recur when using a valve from another lot. The status of the product at the time of event is when the nurse placed the valve on the peripheral catheter. No unprotected chemo exposure. There was patient involvement however no report of harm. This is the second of three events.